Event description:
Non-union of fixture of 5th bretatarsal on left foot. Apparently pt had initial fixture by a podiatrist, implanted screws were not strong enough and one screw broke. Fixture did not heal. Surgeon today unable to get other half of broken screw out of bone in foot.